Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in pancreatic duct stenting procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, a pancreatic duct stent was removed using a grasping forceps. Thereafter, contrast tube was delivered into the pancreatic duct and stenosis was confirmed. Guidewire was then inserted into the stenotic area. The physician attempt to deliver the advanix pancreatic stent but failed. The advanix stent got caught at the place of the standing forceps. Therefore, the physician withdrew the stent and confirmed the pigtail was deformed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in pancreatic duct stenting procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, a pancreatic duct stent was removed using a grasping forceps. Thereafter, contrast tube was delivered into the pancreatic duct and stenosis was confirmed. Guidewire was then inserted into the stenotic area. The physician attempt to deliver the advanix pancreatic stent but failed. The advanix stent got caught at the place of the standing forceps. Therefore, the physician withdrew the stent and confirmed the pigtail was deformed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on 28jul2016. The advanix stent became caught on the 'elevator' of the endoscope.